Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a follow-up to the clinic with atrial lead noise. No interventions were performed and patient will continue to be monitored. The patient was asymptomatic and experienced no consequences.